Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, a 10 cc fluid loss alarm occurred approximately 8.5 minutes into the ablation with a rate of 0 cc/min. The physician checked the cervix and did not detect any leaks. Immediately after restarting the machine, another 10 cc fluid loss alarm occurred at a rate of 152 cc/min. The physician checked the cervix and found the scope and sheath had perforated through the fundus and into the abdomen, showing bowel. The perforation was approximately the size of the 7 mm sheath. There was no indication of over dilation, however, the sheath was reported to have been moved excessively. The physician proceeded to cool down, and confirmed the perforation during hysteroscopy. The physician removed the scope, and a general surgeon performed an exploratory laparoscopy. "Very slight blanching" on the bowel and a bright white blanched spot on the uterus above the perforation on the exterior of the uterus was observed. The perforation was rinsed with water, however, no further intervention was performed on the perforation or the blanched areas. The patient was not hospitalized. There were no further complications, and the patient is reported to be "doing fine." The obgyn and the general surgeon believe a novasure procedure performed on the patient in 2002 compromised the thickness of this patient's uterus. The cavity was also reported to be "oddly shaped" and very stenotic. Additionally, a lot of scarring was present down the cervical canal. When dilating, the physician started with a 2 hagar. Because of this preexisting anatomical issue, the physicians believe the hta sheath was able to perforate the tissue more easily. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, a 10 cc fluid loss alarm occurred approximately 8.5 minutes into the ablation with a rate of 0 cc/min. The physician checked the cervix and did not detect any leaks. Immediately after restarting the machine, another 10 cc fluid loss alarm occurred at a rate of 152 cc/min. The physician checked the cervix and found the scope and sheath had perforated through the fundus and into the abdomen, showing bowel. The perforation was approximately the size of the 7 mm sheath. There was no indication of over dilation, however the sheath was reported to have been moved excessively. The physician proceeded to cool down, and confirmed the perforation during hysteroscopy. The physician removed the scope, and a general surgeon performed an exploratory laperoscopy. "Very slight blanching" on the bowel and a bright white blanched spot on the uterus above the perforation on the exterior of the uterus was observed. The perforation was rinsed with water, however no further intervention was performed on the perforation or the blanched areas. The patient was not hospitalized. There were no further complications, and the patient is reported to be "doing fine." The obgyn and the general surgeon believe a novasure procedure performed on the patient in 2002 compromised the thickness of this patient's uterus. The cavity was also reported to be "oddly shaped" and very stonotic. Additionally, a lot of scarring was present down the cervical canal. When dilating, the physician started with a 2 hagar. Because of this preexisting anatomical issue, the physicians believe the hta sheath was able to perforate the tissue more easily. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
A DHR review did not yield any manufacturing related issues which would contribute to this event and the product was not returned for analysis. The most probable root cause classification for the perforated uterus is user / use error, based on the information available that the initial fluid loss alarm occurred 8.5 minutes into the procedure and after the second fluid loss alarm it was determined that a perforation had occurred and the bowel had been slightly blanched. The hta system users manual contains several warnings and precaution statements to maintain control of the procedure sheath to reduce the possibility of a uterine perforation. Additionally, the precautions section of the hta system users manual states that the safety and effectiveness of the hta system has not been evaluated in patients undergoing repeat endometrial ablation procedures.